Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked video connector. Based on the results of the investigation, it is likely the following led to the malfunction: the color lines on image were caused by kinks on cable, and blurry image was due to dust on charged coupled device cover glass; therefore, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a bad image, displayed only lines and there was no picture. The issue was identified during the preparation and there were no reports of patient harm.

Event description:
It was reported that the subject device had a bad image, displayed only lines and there was no picture. The issue was identified during the preparation and there were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.